Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer and the catalog number and lot code were requested but not made available. It appears that the hospital discarded the loosened shell as other revised devices (insert and screws) were returned except the shell. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following associated screws, (removed during the reported revision) were also listed in this report: gap plate screws; cat# 2080-0050; lot hmnmla (qty. 1). Gap plate screws; cat# 2080-0040; lot nrjmka (qty. 2) - one screw of this lot broke during explantation.

Event description:
It was reported that "revised due to cup loosening. (Screw broke during explantation)." Revised devices were implanted within last two years, but exact date was not provided.